Event description:
Boston scientific received information that the right ventricular (rv) lead displayed multiple instances where the shock impedance measurement spiked from within acceptable limits to greater than 200 ohms and then returned to within acceptable limits. Technical services was consulted and discussed troubleshooting. An xray was performed and the physician noted nothing visible. The physician attempted to reproduce elevated shock impedance measurements through isometric exercises, however, no changes were observed. The patient was to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.